Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the event. When clips "felt out of the device and were malformed", had the device been fired? Or did this event happen prior to firing and staples fell out of the cartridge prior to the firing of the device? If yes, were these staples unformed? Or was the device fired and staples were seen in the tissue in unformed and malformed shape (not in b formation)?

Event description:
It was reported that during an unknown procedure, clips felt out of the device and were malformed. No consequences for the patient.

Manufacturer narrative:
(B)(4).batch # t5d690. Device evaluation summary: the analysis results found that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. In addition, two tcr10 reloads (b & c) were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.